Event description:
It was reported that the vns patient's lead may possibly be fractured. The patient underwent generator and lead replacement surgery on (B)(6) 2015. The explanted devices have not been returned to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient's lead was not replaced. An implant card was received indicating that the replacement generator was tested with the existing lead and diagnostic results showed lead impedance within normal limits.

Manufacturer narrative:
The previous submitted MDR inadvertently did not include that the generator had been returned and pending analysis.

Event description:
The explanted generator was returned to the manufacturer for analysis. The end of service condition was determined to be the result of normal battery depletion. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.